Event description:
On december 15, 1999, rec'd phone call from regulatory affairs. Rptr states that on 9/22/99, a pt. (Un-named) went to a dr.'s office and was having dental work performed. Subsequently, the needle broke off in the pt's. Mouth and the pt. Had to go to the hosp to have it removed. Rptr states that it was not reported until december 15, 1999.